Event description:
The surgeon implanted a plate silicone lens model aa4204vf and the haptic tore during insertion. The lens was implanted and removed without patient injury. It was stated the mtc-60c fp cartridge and msi-tr injector were used, but the lot numbers were unknown.